Manufacturer narrative:
Qn# (B)(4). The device was not returned for eval at the time of this report.

Event description:
The customer alleges that the handle is not working when attached to the blade. The alleged defect occurred prior to pt use; during pre-testing. No pt injury or harm reported.